Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 105 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was sleeping on it. Customer was able to clear alarm and will monitor the device. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.